Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid right coronary artery. A 3.50x16mm promus element drug-eluting stent (des) was deployed to treat the lesion. However, following post dilatation, the physician noticed an edge dissection in the distal part of the stent. A 3.50x16mm synergy des was implanted distally in an overlapping manner to cover the edge dissection and complete the procedure. No further patient complications were reported.